Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested with multiple scopes; the video image and brightness were verified to function as expected.

Event description:
Olympus was informed of a report of a "brightness issue" and a problem with the light flickering. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to led (light-emitting diode) unit failure due to deterioration on the unit. The cv-170 performs dimming operation by controlling the brightness of the led with current, and it is likely the amount of light was low or blinking due to the failure of the led unit.